Event description:
Had essure placed in (B)(6) 2014, stayed on oral contraceptives for 7/8 months after essure procedure which was (B)(6) 2015. By (B)(6) 2015 only one month after discontinuing oral contraceptives and 8 months after essure I was confirmed (B)(6). Due to a horrific reproductive history and my age I had little choice except a (B)(6). Since the placement of essure I have suffered side effects that are truly miserable. I now have to undergo surgery to completely remove my fallopian tubes.